Manufacturer narrative:
(B)(4). The device was investigated and the failure was verified as the speaker failed open which is not reported to be a manufacturing issue. It was reported that the facility had experienced a power outage around the same time the pulse oximeter failed. The speaker was replaced. The device then passed all performed tests.

Event description:
It was reported that upon start up, the unit had no audio - no power on self test (post) and no back up speaker sound. It was reported that the facility had experienced a power outage around the same time the pulse oximeter failed. There was no reported patient involvement. There is no report of serious injury or death associated with this event.